Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump under warranty. The customer was advised to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode before returning it to tandem.